Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 04/13/2010 and 04/26/2010 by phone, fax, and mail. The surgeon was unwilling to complete the questionnaire. (B) (4). (B) (4).

Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "glistenings" (no code available [iol (intraocular lens) implant]). A surgeon reported seeing glistenings in many of the intraocular lenses (iol) that he implants. The surgeon did not have any info on a specific pt. The surgeon was unwilling to complete the questionnaire.